Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as less than 5 ml of diluent. The leak occurred when tubing disconnected from the middle section of the blood sampling valve (bsv). The leak was contained in the instrument. The customer also reported that the background counts for the white blood cell and hemoglobin parameters failed when the leak was identified. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer reattached the detached tubing to fitting on blood sampling valve (bsv) to resolve the leak. (B)(4).